Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.

Event description:
The consumer reported accidental reagent exposure while using the binaxnow covid-19 ag self test on (B)(6) 2025. The consumer indicated that they mistook the reagent for eye drops. Although requested, no additional information including treatment and outcome was provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported accidental reagent exposure while using the binaxnow covid-19 ag self test on (B)(6) 2025. The consumer indicated that they mistook the reagent for eye drops. Although requested, no additional information including treatment and outcome was provided.